Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the carrier hoop, coil, introducer sheath and pusher wire were returned for evaluation. The introducer sheath was inspected and no defect was noted. The twist lock of the introducer sheath had been opened. The interlocking arm of the coil and the pusher wire were not interlocked. The coil was inspected and found to be stretched along the proximal portion. The interlocking arm of the pusher wire was microscopically inspected and there was no damage noted. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was inspected and no damage was noted. The dimensions that could be measured were found to be in specification; however, the number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sep-2016. It was reported that the coil was unlocked in the catheter. The target lesion was located in the abdominal aorta. A 6mm x 20cm interlock was selected for use. During procedure, it was notice that the coil was unlocked in the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed missing fiber bundles.